Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 8fr sheath, after an interventional procedure. Reportedly, after deployment the device could not be removed from the arteriotomy. The patient was taken to surgery where it was found that the deployed suture prevented removal of the device. The suture was cut and the device could be removed. Two sutures were used to close the artery. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was a clinically significant delay in the entire procedure of 20 minutes. No additional information was provided.